Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 clips as intended. In addition the device locked out as intended. During functional testing no malformed or scissored clips were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not tight on tissue and some clips were scissored. Clips were not falling off, but were not tight and did not fully ligate the cystic duct. It is unknown if a cholangiogram was performed with the case. A competitor's reusable clip applier was used to complete the case with no harm to the patient. There were no adverse consequences for the patient.